Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01186. The pt ((B)(6)) was implanted with a surgical lead and two extensions (from the same lot) for a trial scs system on (B)(6) 2010. It was reported that the pt developed an infection, and the devices were subsequently explanted on (B)(6) 2011. It was reported that the infection started at the extension and moved up to the lead. A culture was not taken. It was reported that the pt received oral antibiotics and has recovered from the infection. The physician stated that the infection was not product related. The explanted devices will not be returned to the manufacturer for analysis.